Event description:
It was reported, that the pump battery could not be charged. Additionally, it was reported, that the pump touch screen was unresponsive. Customer¿s blood glucose level was in 240 mg/dl range. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.